Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they got an alert to check the probe in an arctic sun device. The baby warmed and assumed because the probe was reading a low patient temperature. They confirmed probe placement and now it was cooling the baby back down again. Asked what the alarm was about and directed nurse to the event log. Alert 50 (patient temperature 1 erratic) in event log. Discussed alert. Suggested to monitoring the device. If alert returns, replace the temperature probe or the temperature in cable.

Event description:
It was reported that they got an alert to check the probe in an arctic sun device. The baby warmed and assumed because the probe was reading a low patient temperature. They confirmed probe placement and now it was cooling the baby back down again. Asked what the alarm was about and directed nurse to the event log. Alert 50 (patient temperature 1 erratic) in event log. Discussed alert. Suggested to monitoring the device. If alert returns, replace the temperature probe or the temperature in cable.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak." The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.